Event description:
It was reported that the ventilator generated a technical alarm (te 5), indicating a power failure during use with a pt who was in serious condition. The pt subsequently expired; however, the hospital does not attribute the pt's death to the device, but rather to the pt's serious condition. The hospital biomed was informed of the event two days after it occurred, and performed an eval of the ventilator. He was unable to reproduce the error code. He then called the MFR's service and sales unit requesting an explanation of the technical alarm. (B)(4).

Manufacturer narrative:
Our field service engineer dispatched to the site downloaded the device logs. Further info surrounding the event has been requested. The logs confirm the occurrence of the technical error code but, there is nothing that indicates that it affected ongoing ventilation. The logs show that ventilation continued unaffected for 30 minutes after the occurrence of the technical error code. A supplemental medwatch will be provided when new info becomes available. (B)(4).